Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that nst (non-sustained tachycardia) episodes showed noise on the right ventricular (rv) lead. It was noted there were several short v-v's (ventricle-ventricle). A possible lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.